Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.

Event description:
A pt's chest treated with portrait psr developed a staph infection. The infection was initially treated with keflex, then changed to bactrin. Infection resolved with no effect.